Event description:
Device 3 of 5. Reference MFR report: 1627487-2013-13125, 13126, 13128, and 13129. The pt has 2 ipg's and 2 extensions from different lot numbers. All devices are being reported since it is unk which devices were related to this event. It was reported the pt's cervical scs system had not been functioning for a couple of months. The pt's system was explanted and replaced with a new system by her physician. It was reported the new implanted system was functioning postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.